Event description:
We have a germguardian ac5000e. One evening while watching a movie, we smelled a hot electrical smell. We started running around looking for what it might be and found it to be the air purifier. We immediately turned it off. Then while looking at (B)(4) reviews to see if it happened to anyone else, we found others complain about a fire and about a burnt board. I then took our unit apart and found a burnt board. I have no doubt that if we were not home or asleep at the time, it would have caught on fire. I did take pictures of the burnt board. (B)(4). Purchase date: (B)(6) 2016.